Event description:
Event occurred during the changeover period for installation of new infusion pumps. A staff nurse was using the new pump for the first time. She started a heparin drip at 22:25 at 12cc/hr. At 23:10 she again checked the pump and found it pumping at 146cc/hr. She immediately reset the pum to 12cc/hr and went to inform the charge nurse. Upon returning with the charge nurse, the pump was pumping at 143cc/hr and again reset to 12cc/hr. The intern was notified and ordered a stat ptt test on the patient. The pump was then removed from service and another pump installed. The nurse at first refused to use the new pump and wanted one of the old pumps. Manufacturer training personnel were on hand and assured her that a different pump would solve the problem. Subsequent testing of the pump showed no faults. The problem was attibuted to the accidental triggering of the secondary infusion feature of the pump, which nursing protocal had elected not to use and the staff was not trained on its function. Subsequent comments from nursing staff and administration led to the decision to not keep these pumps and all were removed from service, due to staff lack of confidence in the devices. There were no adverse patient effects from this incident.device not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: user facility biomedical/bioengineering department. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer hardware performance tests conducted, mechanical tests performed, performance tests performed. Results of evaluation: design - human factors, labeling - inadequate instructions for use, telemetry failure, none or unknown. Conclusion: no failure detected and product within specification, user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, use of all similar devices stopped permanently. The device was not destroyed/disposed of.